Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with loud motor noise during testing due to faulty motor. The device rewound properly no rewind anomaly noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's insulin pump was unable to rewind, had an unresponsive keypad, and alarmed auto off. The customer's blood glucose levels are unknown. The product has been returned. Nothing further was reported.